Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient's mother contacted lifescan on june 21, 2007 and alleged that her daughter's one touch ultramini meter (serial number not provided) was giving an "error number" (reporter not sure which error the meter was displaying.) The medical affairs specialist (mas) called and spoke with the reporter on july 5, 2007. However, the reporter refused to provide much further information. The reporter informed the mas that she tested the patient about 11 times and received the alleged "error number". She stated that when using the meter/strips, and a "huge" drop of blood, the test strip would wick the sample, but it would not go down all the way and the meter would display an error number (reporter was not sure which error number/message was displayed). The reporter also refused to provide which reading she had obtained after attempting to test on the meter about 11 times. When inquired about the symptoms experienced by the patient at the time of concern, the reporter informed the mas that she had "high blood sugar" symptoms (specific symptoms not provided) and per her doctor, she was supposed to be testing " a lot" during the day. Her mother called the doctor and was advised to give her insulin (dosage/type not provided). Her medication regiment was not provided. The reporter did mention that the patient is a newly diagnosed juvenile diabetic and "needs a working meter to test." She refused to speak and provide any further information. This complaint is being reported because the mother alleged the patient was obtaining an "error number" and was experiencing high blood glucose symptoms. The alleged issue was not resolved since troubleshooting could not completed. A replacement meter, and test strips were sent to the lay user/patient.